Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Event description:
It was reported that temperature sensing foley catheter was reading a core temperature of 34 degree celsius and a bare hugger onto help bringing temperature up. However, patient felt very warm so they took an oral temperature and was 39.7 degree celsius. There was malfunction involved with the equipment. There was no harm involved with the patient. It was also reported that they had a temperature sensing foley catheter that was reading the incorrect temperature. The only information they were able to provide was off that they believed it was the catheter and not the tray. The tray was placed at westfields and all packing was discarded. May not have caught up to the oral temperature however it would be helpful to keep an eye on this in the future if there is in fact any issue.

Event description:
It was reported that temperature sensing foley catheter was reading a core temperature of 34 degree celsius and a bare hugger onto help bringing temperature up. However, patient felt very warm so they took an oral temperature and was 39.7 degree celsius. There was malfunction involved with the equipment. There was no harm involved with the patient. It was also reported that they had a temperature sensing foley catheter that was reading the incorrect temperature. The only information they were able to provide was off that they believed it was the catheter and not the tray. The tray was placed at (B)(6) and all packing was discarded. May not have caught up to the oral temperature however it would be helpful to keep an eye on this in the future if there is in fact any issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. A potential root cause for this type of failure could be ¿sensor wire too weak ¿. However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.